Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted a full supply change after temporarily removing the pump for imaging, encountered ¿unable to proceed,¿ check alerts, and a restart alert, and experienced a motor stall consistent with a consecutive stalled motor alarm during the procedure; the user utilizes prefilled cartridges, and new supplies were used to complete the change with successful dry run and insulin delivery resumption. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included guided troubleshooting, pump restart, a successful dry run, and a supervised full supply change using new supplies. Investigation of this case revealed a stalled motor condition that resolved with restart and replacement of disposables, indicating a transient pump-operational or supply-interface issue without persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with a transient stall recoverable through restart and supply replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.